Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced an inguinal hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an inguinal hernia coincident with automated peritoneal dialysis therapy. Seventeen days prior to the receipt of this report, the patient was hospitalized for the event. Treatment for the event was not reported. On an unknown date, dianeal therapy was stopped and the patient was started on hemodialysis. After five days of hospitalization, the patient was discharged. The patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned, therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.